Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd solis vip pump was alarming with code 459851845003. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Information was received on 17-mar-2021, indicating that the event occurred in between patient use, the infusion was not life-sustaining and there was no patient consequence. Device evaluation completion date: (B)(6) 2021. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the reported issue regarding error 45985 was found both in the event log and software application. It was noted that failed l1 inductor was the cause of the reported issue. Service recommended changing the printed wire assembly (pwa) board due to a failed l1 inductor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.